Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the woke up with high blood glucose of 565 mg/dl. The device had alarmed a pump error. Troubleshooting was performed. They were able to clear the alarm; however, the device failed the self-test. It is unknown if they were on auto-mode. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace on keypad assembly. Software error detected noted in formatted history file due to software error.